Event description:
It was reported when the device was used during an open gastric bypass procedure, the staples malformed on the third firing. A new device was used to complete the case. There was no reported pt consequence.